Event description:
New information provided notes fluoroscopy revealed externalized conductors on the previously capped lead. The lead was extracted.

Event description:
It was reported that high impedance on the rv to can and rv to svc vectors was observed on a merlin-net transmission. Lead damage suspected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.